Event description:
It is reported that the patient was revised due to instability. During the revision it was discovered that the post of the articular surface had fractured.

Manufacturer narrative:
This report will be amended when out investigation is complete.